Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a g7 cgm, noted by a lowest glucose of 64 mg/dl for approximately 10 minutes, and received education that the suspend feature is not intended to treat low glucose. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and a nasal glucose product without assistance and without medical intervention. Investigation included complaint handling with troubleshooting and education about device behavior during low glucose. Investigation of this case revealed no device alarms and no functional malfunction reported, with device behavior explained as expected for low-glucose handling. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.